Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain"), genital haemorrhage ("very heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's past medical history included multi gravida and parity 3 (((B)(6) 1999, (B)(6) 2005, (B)(6) 2013).). Previously administered products included for an unreported indication: iud in 2013 and naproxen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2016, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, migraine, headache, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. Events dyspareunia and did you undergo an essure confirmation test? No, were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain"), genital haemorrhage ("very heavy bleeding"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included multi gravida and parity 3 ((21oct1999, 06may2005, 02jan2013).). Previously administered products included for an unreported indication: iud in 2013 and naproxen. Concomitant products included cefixime (flexeril) from 2014 to 2017 and naproxen since september 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"), 1 year 4 months after insertion of essure. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), migraine ("migraine") and headache ("headaches"). The patient was treated with diphenhydramine citrate;ibuprofen (motrin pm), ondansetron hydrochloride, steroids and surgery (partial hysterectomy with bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, abdominal pain, abdominal pain lower, migraine, headache, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: as reported discrepancy noted-date(s) of insertion: 03jun2014 date of removal (B)(6) 2017. Most recent follow-up information incorporated above includes: on 1-feb-2019: new pfs received. New events added- autoimmune disorder type of disorder rheumatoid arthritis. Autoimmune disorder type of disorder updated to autoimmune disorder type of disorder: lupus. Treatment drugs and concomitant drugs added. Event onset dates were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("very heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2013)). Previously administered products included for an unreported indication: iud in 2013 and naproxen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, migraine, headache, menorrhagia, vaginal haemorrhage, dysmenorrhoea and autoimmune disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet received: historical condition and drug and events (abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), autoimmune disorder type of disorder) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("very heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.